Event description:
It was initially reported that at approximately five minutes into a da vinci-assisted hysterectomy procedure, the patient coded and lost her heartbeat. Instruments were removed, the system was undocked, the procedure was converted, and the surgical team restored the patient¿s heartbeat. The procedure had converted due to anatomy. There were no system issues noted and no errors were noted in error logs. The patient was recovering in the intensive care unit (ICU). While unplanned medical intervention was required, it was reported that the surgeon/site does not believe that the isi device(s) caused or contributed to the reported injury. On 29-apr-2021, isi obtained the following additional information regarding the reported event: at approximately five minutes into a da vinci-assisted hysterectomy procedure on a 58-year-old female, the patient experienced a ¿sudden loss of heartbeat¿. It was reported that at ¿five minutes in,¿ the anesthesiologist said that ¿it looked like the patient was not comfortable in the trendelenburg position.¿ the ¿system was undocked so that the patient could go back flat.¿ the da vinci-assisted surgical procedure was stopped as the system was undocked. During patient repositioning, the anesthesiologist said, ¿something is going wrong, the patient is not doing well under anesthesia.¿ this is when the surgeon, ¿noticed that the patient didn¿t have a pulse¿ for which resuscitation and other unspecified medical intervention was required to resolve. The procedure had converted due to patient anatomy and the patient¿s clinical status. The patient was ¿revived by the surgical team¿ and taken to ¿the catheterization laboratory¿ where an unspecified balloon procedure was performed. The patient was then taken to the ICU where the patient was reported as recovering.

Manufacturer narrative:
Based on the current information provided, the intraoperative complication and need for subsequent medical intervention was due to the patient¿s medical clinical status at the time and patient anatomy. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. An isi technical support engineer (tse) reviewed the system logs during the support call and found that there were no system issues or errors noted in the error logs. No image or video clip for the reported event was submitted for review. An isi clinical development engineer (cde) conducted clinical review and found the following: there are many clinical factors that are patient-specific that may affect how a physician approaches patient positioning, intubation, and anesthesia. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, the patient coded and required resuscitation. Additionally, an unspecified balloon procedure was performed and subsequent admittance to the ICU occurred following the event.